Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, when the iol was inserted into the injector as normal, but it popped out. The specialist did not continue the procedure and postponed the implantation until a second surgical session. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. No cartridge was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. There are marks/solution on the lens. The product investigation could not identify the root cause for the reported complaint "iol was inserted into the injector but it popped out". Only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint lacks details about the event. It is unclear whether the reporter suspects a product issue or if the event was related to user handling. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).